Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient was sweaty and slurring his words. He fell twice and the spouse checked the receiver the cgm value was 169 mg/dl. She called emergency medical service, and an ambulance brought him to the emergency room where the bg finger stick value was 40 mg/dl and he was treated with an unspecified IV infusion to stabilize his bg level. Later the same day when the event was reported the patient was recovering but did not yet feel normal. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Codes: health effect - clinical code - e0131 speech disorder.